Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that malfunction occurred due to a drawer failure. A field service engineer successfully reseated connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis anesthesia es system had drawer malfunction occurred. A customer has indicated that a user was unable to dispense medication because of this failure, leading to a delay in patient care. There were no adverse events or injuries reported based on this event.